Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the initially implanted transcatheter aortic valve was deployed over a medtronic guidewire at a depth of 2 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Upon release, the valve dislodged out of the annulus and into the sinotubular junction. The valve was secured using a snare via femoral access. A second transcatheter aortic valve was then successfully implanted over a medtronic guidewire at a depth of 5 mm on the ncc and 6 mm on the lcc with no movement observed during release under 120 bpm pacing. Following deployment, a residual gradient of 15 mmhg was noted, which was reduced to 6 mmhg after inflating a 23 mm non-medtronic balloon to expand the second valve. The patient remained stable throughout the procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012404905); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012245466); product type: 0195-heart valves; product ID evfxplus-34 (B)(6); product type: 0195-heart valves; implant date (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.